Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medications were below minimum which did not prompt for a refill and not crossing over to logistics. A technical support specialist dialed into the carefusion coordination engine (cce) and reviewed the provided medication examples, identifying bogus pockets associated with them, cleared the pocket inventories for the sjs11e station and resent the count inventory messages from the server, also identified bogus pockets for all three medications loaded in the sjs5es station; proactively cleared the pocket inventories for this station and resent the count inventory messages from the server to resynchronize. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, medication below min not crossing to logistics. There were no adverse events or injuries reported based on this event.